Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor pump error alarm with keypad anomaly. Customer stated that buttons was not responding, replaced the battery cap, piston grind during prime, received no delivery alarm and insulin pump reset after alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.